Manufacturer narrative:
After further review, this complaint is not reportable as per 21 cfr 803.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1-day post-implantation of an intraocular lens (iol) into the right eye (od), the patient presented with trace injection, 2+rr. 4+ cell with fibrin, early pupillary fibrin membrane, and <1mm new layered hypopyon. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). A sub-tenon injection of vancomycin/ceftazidime was administered. In the surgeon's opinion the most likely cause of the event is infection from surgery-cause unknown. Patient outcome is good. The following medications were prescribed (for use at home post-operatively): pred-moxi-brom 1%/0.5%/0.075% 1gtt qid until seen. Prednisolone 1% 1gtt q1h until seen.